Event description:
It was reported that the clinician reported that the patient presented in clinic experiencing a vibration alert for elective replacement indicator on (B)(6) 2017. The merlin programmer exhibited a diagnostics anomaly.